Event description:
It was reported that this right atrial (ra) lead exhibited an abrupt change in the pacing impedance measurement. High out of range pacing impedance measurements and noise oversensing were noted. As a result, inappropriate atrial tachy response (atr) episodes were stored. Technical services (ts) indicated that this behavior is consistent with lead fracture. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
The device was not returned for analysis since it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.